Event description:
Complainant alleged that during routine training/inservice by a zoll sales representative, the device was unable to power up. There was no pt involvement during the reported malfunction.